Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl. The nurse reported that the customer was using an insulin pump that he was not familiar on how to use it. The customer experienced symptoms such as light headed and vomiting. The customer received a treatment for the high blood glucose in the hospital. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The customer did not have his settings programmed in the insulin pump. High pressure test was not performed.. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.